Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h6, h11. Additional information: a review of an image provided by the customer shows the incomplete staple line, that appears to be crossing over an existing staple line; which may have contributed to the tissue pushout event.

Manufacturer narrative:
Updated sections: h2 and h11. Additional information: intuitive surgical, inc. (Isi) did not receive the sureform 60 green reload to perform failure analysis. Isi received the sureform 60 stapler instrument for failure analysis evaluation. The stapler instrument was installed and operated on an in-house system. The instrument successfully passed engagement three out of three times with a cannula seal and in-house drape in place. Initialization, recognition, and engagement tests were completed multiple times without issue. The stapler instrument moved intuitively with full range of motion in all directions, and the jaws opened and closed properly. Clamping, firing, and unclamping functions were performed successfully, with both a sureform 60 white reload and sureform 60 black reload. Visual inspection revealed no damage. No problems were detected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that sureform 60 stapler instrument (lot number: k12250723-0174), was used first, and it was installed on the system three times, and fired three stapler reloads (2 green, followed by a 1 blue). On each install, all clamps were successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs.

Event description:
During a da vinci-assisted transthoracic esophagectomy with chest anastomosis, a sureform 60 stapler instrument with a sureform 60 green reload misfired, causing tissue bunching and an incomplete staple line. This issue occurred during the formation of the gastric conduit, resulting in a defect in the staple line following the firing sequence. Although no bleeding was observed, a backup stapler instrument and three additional stapler reloads were required to excise the defective segment and reconstruct a new staple line. The gastric conduit was ultimately created successfully, though its size was slightly reduced due to the initial misfire. The cause of the misfire remains unknown, as the surgeon did not fire over an existing staple line or encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The procedure was successfully completed robotically, without further complications. The patient did not experience any postoperative complications and there are no concerns regarding long-term complications related to this event.